Event description:
It was reported that the patient was having intermittent low voltage advisory tones due to black lead disconnects even when connected to a fully charged battery. When seen in clinic on (B)(6) 2026, a low voltage advisory occurred when the patient was connected to a functional power module that resolved after a few seconds and did not show in the system controller's recent alarm history. It did not appear that the intermittent advisories interfered with pump function. The log files were submitted for review. The event log files recorded several low power advisory events while connected to battery power. The events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during the events, however the reduction in the signal value was casing the low power advisory alarms. The log files indicated that the system controller is use was running on 1.5.2 software.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.